Manufacturer narrative:
Physio-control performed other unrelated repairs, and proper device operation was observed through functional and performance testing .the device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and would not deliver a shock when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue of the device not delivering shock after every shock attempt. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and would not deliver a shock when attempted. There was no patient use associated with the reported event.